Event description:
It was reported that the ventilator's wheel loosened. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. The loose wheel was reassembled. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.